Event description:
During preventative maintenance on (B)(6) 2025 at zoll germany service depot, the autopulse platform (B)(6) failed the load cell characterization test during functional testing. No patient involvement.

Manufacturer narrative:
During preventative maintenance on (B)(6) 2025 at zoll germany service depot, the autopulse platform (B)(6) failed the load cell characterization test during functional testing. The root cause was due to a failure of single point load cell #1. The autopulse platform passed the initial functional testing. However, the platform failed the load cell characterization test due to a failure of single point load cell #1. Single point load cell #1 was replaced to remedy the failed test. Following service, the platform passed the load cell characterization test. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).